Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient was having problems with the dbs not coming on. No patient symptoms or further complications were reported as a result of this event.